Manufacturer narrative:
Continuation of concomitant products: 6937a-52 lead implanted: (B)(6) 2015; ddbc3d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, remote transmission data indicated far field r-waves within the atrial blanking period. Does not appear to influence device behavior. The ra lead remains in use. No patient complications have been reported as a result of this event.